Event description:
Following a pocket revision and pump refill on (B)(6) 2015, the patient chose to follow-up with her primary-care physician (pcp) and not the implanting physician. On (B)(6) 2015, the patient presented to the implanting physician¿s office with a fever and infection at the device pocket. The pump was explanted and it was noted that there was a hematoma present at the time of explant. The patient was an inpatient and was placed on antibiotics. Cultures were taken and were reportedly negative, though there was (B)(6) in the pocket. It was stated that the patient did not develop meningitis. The cause of the issue was unknown. It was indicated that perioperative antibiotics had been administered. On (B)(6)2015, the pump system was replaced and the reporter indicated that the issue was considered resolved. The device system had been used to deliver morphine and bupivacaine. [Refer to manufacturer report #3004209178-2015-09866 for the event requiring the pocket revision.]

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).